Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported " deflation". This record is for the "left" side. The device remains implanted.

Event description:
Healthcare professional reported " deflation". This record is for for the "left" side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed, an opening assessed as surgical damage and one opening assessed as fold flaw opening. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side defaltion. Device has been explanted.